Event description:
It was reported that the pump exhibited an 1870 error code alarm. Res volume was 196.3 ml, rate at 5.4 ml/hour and fluorouracil was confirmed. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the pump's motor or photo switch, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.